Manufacturer narrative:
Investigation summary bd received one photo for investigation. The evaluation of the photo does not show excessive gel or gel residue in the tube. Additionally, 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: gel defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was excess separating gel positioned on the sides of the tube wall. There were no health consequences or impacts reported.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was excess separating gel positioned on the sides of the tube wall. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.